Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an alert 38 motor stall followed by an occlusion alert, after which a dry run was performed successfully and a guided supply change was completed, allowing insulin delivery to resume. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or hospitalization. Investigation included remote troubleshooting and user education, including a dry run verification and supply replacement. Investigation of this case revealed that the immediate malfunction could not be replicated after the supply change and dry run, indicating a transient motor stall and occlusion condition with restored function post-intervention. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient device or supply issue resolved through standard troubleshooting and supply change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.